Event description:
It was reported that this right atrial (ra) lead exhibited intermittent oversensing of observed deflections. Technical services (ts) found there had been a gradual rise in ra pacing impedance measurements over the last few months. Ts advised this increase in pacing impedance measurements may be contributing to loss of capture exhibited on the ra lead. Ts recommended the patient be seen in clinic for a lead evaluation. Additional information has been requested but was not provided at this time. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.